Manufacturer narrative:
The insulin pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. However, the insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a no delivery alarm. The customer's blood glucose was 185 mg/dl at the time of incident. The customer's spouse was advised to disconnect the tubing and reservoir then reconnect the tubing and reservoir. The customer's spouse performed plunger push and stated that the insulin did exit. The customer's spouse was advised to rewind the insulin pump and reinsert the reservoir into the insulin pump then run manual prime. The customer's spouse stated that the insulin pump alarmed no delivery during manual prime. The customer's spouse was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.